Event description:
It was reported to philips that the battery pca has bent pins. There was no patient involvement.

Event description:
It was reported to philips that the battery pca has bent pins. The field service engineer (fse) confirmed the battery pca bent pins. The device needs a battery pca. Upon conclusion of the evaluation, it was determined that the battery pca requires replacement. It was replaced. The device passed testing and put back into service.